Event description:
It was reported that the spectra malleable penile prosthesis was removed due to pt dissatisfaction with the device as it bent and collapsed during intercourse. An ams700 inflatable penile prosthesis was implanted to complete the procedure. No pt complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.